Event description:
Rn primed IV line with doxorubicin in burette. When rn prepared to hang med at bedside, burette was full, although the line was clamped closed. Chemo med was leaking from the medication port and the top of the burette.